Manufacturer narrative:
Manufacturer¿s investigation conclusion a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The submitted log file contained data from 11may2019 through 21jun2019. The pump¿s fixed speed was set to 9400 rpm until 01jun2019 at timestamp 7:36:12pm. At that time the fixed speed was increased to 9800 rpm, where it stayed for the remainder of the file. Pump power, estimated flow, and average pi typically ranged from 6.2-8 watts, 5-8 lpm, and 1.4-4.9, respectively. No notable or significant parameter changes were observed and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas instructions for use lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 6 years 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted for an elective amplatzer procedure. After amplatzer the patient had a rise in ldh > 1000 u/l and was on heparin and integrilin. There was no clear evidence for pump thrombosis from ramp echocardiogram. The CT with 3d reconstruction on (B)(6) 2019 was highly suspicious for inflow and outflow thrombus with possible compression in the outflow from thrombus between the graft and the bend relief. Right heart catheterization was performed on (B)(6) 2019 and found normal filling pressures and cardiac index which argues strongly against pump thrombosis. Analysis of the log file over the range from (B)(6) 2019 found no notable alarm conditions or parameter changes. Pump power was stable throughout the log file. It was noted that the pump fixed speed was changed from 9400 rpm to 9800 rpm on (B)(6) 2019. No additional information was provided.